Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Carefusion received the suspected component and performed an evaluation on the uim. The reported issue was duplicate upon startup and through a visual inspection, identified a loose lcd cable within the back panel. The loose lcd cable was reconnected properly and the reported issue was resolved.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen sometimes goes blank during start up. The customer reported no patient involvement associated with this event.